Event description:
The pt contacted animas reporting that her blood glucose started to run in the 400's mg/dl in the late afternoon and overnight on (B)(6) 2010 (3 days before contacting animas). The pt has been using the ezcarb and ezbg function of the pump and taking the recommended dosages. The pt reported no current illnesses, no changes in medications, and no changes in activity levels. The pt has not checked for ketones but reported to have nausea on (B)(6) 2010 morning and took an insulin injection per hcp about 1 hr before contacting animas. The pt claimed that her hcp did not want to adjust the pump settings until the pump was troubleshot. The animas rep walked the pt through troubleshooting the pump and noted the following: the pt changes her infusion set site every 2-3 days, no irritation at the site, the cartridge and insulin are within expiration date, all pump settings were confirmed to be correct, and the cartridge volume equals the insulin delivery total. According to the pump's history, there were 2 occlusion alarms on (B)(6) 2010: the pt stated she has changed out the completed infusion set since then. The animas rep also discovered that the pt was filling the cartridge with cold insulin. According to the user's manual, it is recommended that the cartridge is filled with insulin set at room temperature. There was no indication that the pump malfunctioned; however, this complaint is still being reported because the pt allegedly developed elevated blood glucose with nausea.

Manufacturer narrative:
The pump has not been returned to animas for eval. If the device is returned, an eval shall be completed, and a supplemental report will be filed. No conclusions can be drawn at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was no activity outside normal use observed in the black box or download history. There was no data in black box or histories from the time of the reported high blood glucose due to continued use. The total daily dose insulin delivery totals correctly reflected user's programmed basal rates. There was moisture damage in the battery compartment. The pump passed the 29 hour flow accuracy test and found to be delivering within specifications. There was no insulin delivery defects were found and unable to inadequately investigate due to continued patient use.